Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The machine flow sensor was replaced due to contamination which addressed the reported issue. Additionally, the blower assembly, blower bellows, tubing fi02, tubing-low flow 02, tubing system board, tubing-blower chassis, tubing-low flow o2, and muffler assembly were replaced due to contamination, which is not related to the malfunction/issue.